Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116463, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450. Model: db-2202-45. Serial: (B)(6), batch: 7116460, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7121605, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7125400, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 32842654, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 33034046, UDI: (B)(4).

Event description:
It was reported that these deep brain stimulation (dbs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this dbs patient underwent the procedure due to inadequate stimulation from the implantable pulse generator (ipg), which resulted in insufficient tremor control. The leads and extensions were electively replaced in accordance with the physicians preference. The reason for the burr hole cover replacement remains unknown. The patient underwent a revision procedure wherein their devices were explanted and replaced. The devices were retained by the facility and will not return for analysis. The patient recovered well postoperatively. Additional information was received stating that the dbs burr hole covers were replaced due to physician preference.

Event description:
It was reported that these deep brain stimulation (dbs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this dbs patient underwent the procedure due to inadequate stimulation from the implantable pulse generator (ipg), which resulted in insufficient tremor control. The leads and extensions were electively replaced in accordance with the physician's preference. The reason for the burr hole cover replacement remains unknown. The patient underwent a revision procedure wherein their devices were explanted and replaced. The devices were retained by the facility and will not return for analysis. The patient recovered well postoperatively.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116463, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116460, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7121605, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7125400, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 32842654, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 33034046, UDI: (B)(4).

Event description:
It was reported that these deep brain stimulation (dbs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116463, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116460, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7121605, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7125400, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 32842654, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 33034046, UDI: (B)(4).